Event description:
It was further reported that the patient's generator and lead were explanted after death. Per the medical examiner, the believed cause of death is unknown, pending investigation. The suspect device has not been received to date.

Manufacturer narrative:
H11, additional manufacturer narrative, corrected data: initial report inadvertently submitted without additional manufacturer narrative verbiage. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device has been received and is undergoing product analysis.

Manufacturer narrative:
H3 code 02 - analysis is of the suspect device is underway. H6, adverse event problem codes, corrected data: supplemental report #1 inadvertently submitted with the incorrect health effect impact code.

Event description:
An interrogation, a system diagnostic test, the output signal was monitored for more than 24-hrs, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed, and no anomalies were seen. Wandcomm data reviewed, and no anomalies were seen. Data dump was reviewed, and no anomalies were seen.

Event description:
It was reported that the patient had passed away at home after going to bed as usual the night prior. The patient was proclaimed dead at 7:03 am with no trauma or injury which gave the impression that the patient passed ¿naturally¿. The medical examiner predicts something may have happened between 5:30 am to 7:03 am since the patient had reportedly woken up and gone back to sleep between those times. The medical examiner further explained they did not observe the signs they usually associate with seizure deaths when performing the investigation but clarified that this does not determine the patient did not have a seizure. No other relevant information has been received to date.